Manufacturer narrative:
The device was returned to edwards for evaluation as the hospital reported that it is unavailable. Calcification tissue valves, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up with the healthcare provider edwards received information that a 27mm pericardial mitral valve was explanted due to stenosis and regurgitation. Edwards learned that the 27mm mitral valve was heavily calcified with two frozen leaflets and incompetence. The patient was returned to the cardiothoracic extensive care unit in serious, but stable condition.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted eleven (11) years, eleven (11) months, twenty-three (23) days, was explanted due to valve stenosis. The explanted device was replaced with a 29mm bioprosthetic mitral valve.

Manufacturer narrative:
(B)(4). Manufacturer narrative: the device history record was reviewed and shows that this product device met all manufacturing specifications for device release for distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the root cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.